Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to a faulty therapy cable. Physio provided the customer with a replacement therapy cable. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that they were using this device on a patient who was in ventricular fibrillation. They attempted to charge the device to deliver defibrillation therapy, but the device would not charge and a shock was unable to be delivered to the patient. The patient involved in the event is deceased.

Manufacturer narrative:
The initial medwatch report indicates: type of reportable event - malfunction. The initial medwatch report should indicate: type of reportable event - death. Additional information: physio-control performed a clinical review of the reported event and determined that the device use may have contributed to the outcome of the patient. Physio-control further evaluated the removed therapy cable and determined that the cause of the reported issue was due to a broken wire at the connector strain relief.

Event description:
The customer contacted physio-control to report that they were using this device on a patient who was in ventricular fibrillation. They attempted to charge the device to deliver defibrillation therapy, but the device would not charge and a shock was unable to be delivered to the patient. The patient involved in the event is deceased.